Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken, the rear/front housing were not OEM parts. A review of the device's event history log found a record of an 'upstream occlusion' alarm. Functional testing was unable to duplicate or confirm the reported problem. The reported problem was not verified due to alarming upstream occlusion sensor message when attaching a cassette with double beep. The root cause of the issue was due to faulty uso and dso sensors. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a failed accuracy test plus 11.75 percent. There was no patient involvement.